Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected number scrolling during testing. Device had cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the up arrow, down arrow and act buttons on the insulin pump were not responding when trying to program a bolus. Blood glucose value was 210 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan the customer mentioned that 3 months ago he had a stroke not related to diabetes and the doctor decided to upgrade the insulin pump. Customer has the new insulin pump but doctor is monitoring his blood glucose before starting the new system. The insulin pump was replaced and returned for analysis.